Event description:
Hcp reported pt infection (proteus). Hcp reported the pt had an infection prior to implant. The devices were explanted but not returned to the MFR for analysis. The pt is on oral antibiotics and scheduled for a pump replacement. A follow-up report will be sent when additional info is received.